Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. The implantable cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Review of electrograms confirmed the oversensing. Programming changes were discussed. No further information was reported.